Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had three to four inch long air bubbles in the tubing, which she had to prime through with ten units of insulin. Customer's blood glucose was 350 mg/dl. During troubleshooting, it was found insulin was not stored at room temperature, after customer was advised to do so to prevent gassing out when insulin warms up in the insulin pump. She was advised to change the infusion set. Nothing further reported.